Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm and e70 alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error during basal. The customer's blood glucose level was unknown. The customer reported that he initially had problems with the insulin pump last january and stated that the insulin pump kept having repetitive motor errors. Customer stated that last june/july, the pump had the same alarm which prompted him to rewind the pump. When the customer rewound the pump and loaded the reservoir, it kept pushing up causing the reservoir's insulin to come out and be all over the compartment. Customer stated that right now, he was unable to see the screen on the insulin pump. Customer reported the drive support cap appeared normal. The customer reported that the insulin pump was not exposed to high magnetic field. The customer also reported that the insulin pump had a motor position encoder error. Customer was unable to complete pump rewind due to pump alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.